Event description:
It was reported that an ilet user experienced hyperglycemia, with a reported fingerstick blood glucose of 527 mg/dl while the cgm sensor displayed an ¿urgent low soon¿ alert after a brief g7 sensor issue that resolved during the call. Symptoms included high blood glucose. Outcomes included user education and troubleshooting regarding discrepant cgm readings and high glucose management. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed no device malfunction identified and a brief cgm sensor issue that resolved, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.